Event description:
A customer reported that an ophthalmic suture needle was not sharp during surgery. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to two of two reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections b3, b5 and h11 and correction information is provided in section h3. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an during cataract surgery ophthalmic suture needle was not sharp. The surgery was completed without any patient health impact. Additional information has been requested but is not available at the time of this report. This report pertains to two of two reports from the same facility.